Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device - 6 months. The patient remains on lvad support. Additional information was requested but was not provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient experienced gastrointestinal bleeding. Anticoagulants at time of event were aspirin and warfarin. Additional information was requested but has not been provided.

Manufacturer narrative:
A specific cause for the reported gastrointestinal (gi) bleed could not be conclusively determined. The patient remains ongoing on the left ventricular assist system (lvas) the product was not available for investigation. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: on (B)(6) 2017, the patient received 2 units of packed red blood cells. On (B)(6) 2017 a small bowel enteroscopy was done which revealed normal esophagus gastritis; possible source of bleed in setting of anticoagulation. Examination of the duodenum and jejunum were normal and no specimens were collected. There was no blood noted during the entire exam. The patient was stable and discharged home on 26dec2017. No further information was provided.